Manufacturer narrative:
D4: catalog number, lot number and di number corrected.

Event description:
According to additional information received, the patient had imaging performed which showed that his reservoir had burst. Revision surgery has not yet been performed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient is having difficulty pumping up his implant. He stated the pump felt hard and after about two pumps it would start to go flat. He stated that it was like the pump was sucking in air and it is now completely flat. Patient has connected with a urologist for further investigations.